Manufacturer narrative:
The bactiseal catheter (ID 823073) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2023-00231, 3013886523-2023-00239. A physician reported a certas valve (ID 828804), peritoneal catheter (ID 823074) and ventricular catheter (ID 823073) were implanted via ventricular peritoneal (vp) shunt on (B)(6) 2023. On (B)(6) 2023, the patient had a headache and slit ventricle appeared. The patient was followed up. On (B)(6) 2023, the patient was disoriented therefore, an x-ray was performed. The setting pressure was set to 8 because a slit-like ventricle was observed. On (B)(6) 2023, the patient was vomiting, and an x-ray was performed. Due to ventricular enlargement, the drainage was performed. An obstruction was suspected therefore, the valve, peritoneal and ventricular catheter were removed and replaced on (B)(6) 2023. The patient is followed up.